Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: secondary surgical intervention, lens explanted and exchanged for longer lens conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial.there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on the lens surface. (B)(4).